Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during the surgery of meniscus repair, after 1st firing, could not fire again. Another device was used to complete the surgery. No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The customer provided a photo. It was observed that the implant was not deployed. It was identified blood residues in the needle. The suture was frayed and broken; also, the sleeve was damaged. The gun was tested, and it was not possible to action the trigger, it was jammed. An x-ray analysis was performed; as a result, it was observed that the pusher rod is bent. The malleable graft was received along the device. The photo provided by the customer showed the same condition found during the physical analysis. A manufacturing record evaluation was performed for the finished device lot number: 7l81941, and no nonconformances were identified. This complaint can be confirmed. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 300 devices that were released to distribution. This type of issue was reviewed with the manufacturer, as a result; according with the pic-vs137, the process of the meniscal deployment have three phases where the deployment gun is checked (check the condition of the pusher rods, verify the functionality of the gun and the inspection of the graft retractor), information correspond to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. An in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also per tm-tm0091 rev45. The result of this in process control is pass, none of the 9 parts were not conformed. It was verified the training of the personal, and every employee have been completed the training for the processes. The root cause is not manufacturing related, a definite root cause for this failure cannot be determined. Based on the condition of the device received, the possible root cause could be the main pusher rod is bent; can generate resistance to deployment; this bend in pusher rod is typical of aggressively assemble or removing the needle. The condition of the suture can be attributed to a sharp instrument rubbed and creates a stress point on the suture. However, it cannot be conclusively affirmed. As per IFU, it is necessary to follow the instructions to assemble the needle to deployment gun. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the meniscal deployment gun device would not fire again after the first firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.